Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 degenerative mitral regurgitation (mr), dilated atrium and prolapsed - anterior leaflet for a mitraclip procedure. During the procedure, final arm angle test was performed. During the deployment sequence, the clip jumped open up to 60 degrees. However, the clip was implanted. The mr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects reported.